Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer called due to receiving an error message that their network configuration could not transfer to their 8015. Failure device type: systems maintenance. Failure problem type: v10.33. Failure mode: training question. Case resolution: after remoting into the customers desktop it was noticed the 8015 was disabled in systems maintenance. After refreshing software, the network configuration was successfully transferred to the 8015. Ended call.